Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. The customer followed up to report the reported problem could not be duplicated. The customer followed the instructions in the service manual to test the reported error. Testing showed the vent was operating well within allowances. The unit was returned to service the same day and has not had any issues. No part were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
The customer reported that an occlusion error code was observed. Additionally, it was reported that the unit failed the extended self test with an accompanying oxygen sensor failure message. There was no patient or user harm reported. The event date was not specified; estimate used.